Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube was centrifuged on the beckman dxi 600 at "3000 rpm for 7 minutes" before being tested, with positive troponins "that repeat negative". The samples were also observed to have fibrin clots and red blood cells in the plasma. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: it was reported the customer received erroneous results over the past month about 3 times. Latest occurrence was yesterday ((B)(6) 2019) other dates are unknown. She explained that they are have had 3 examples in the past month with the same lot # of positive troponins that repeat negative. She stated that the samples have fibrin and sometimes rbcs in the plasma. They have been using the same settings on the centrifuge for the past 5 years and have not had any issues. The speed and time is: 3000 rpm for 7 minutes. They are using the beckman dxi 600.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous results and fibrin were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided the customer with product knowledge and processing information. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for erroneous results and fibrin with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube was centrifuged on the beckman dxi 600 at "3000 rpm for 7 minutes" before being tested, with positive troponins "that repeat negative". The samples were also observed to have fibrin clots and red blood cells in the plasma. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: it was reported the customer received erroneous results over the past month about 3 times. Latest occurrence was yesterday ((B)(6) 2019) other dates are unknown. She explained that they are have had 3 examples in the past month with the same lot # of positive troponins that repeat negative. She stated that the samples have fibrin and sometimes rbcs in the plasma. They have been using the same settings on the centrifuge for the past 5 years and have not had any issues. The speed and time is: 3000 rpm for 7 minutes. They are using the beckman dxi 600.